Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63). Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind was completed, and the insulin pump did not pass the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No alarms or critical pump errors noted during testing. Unit was successfully downloaded using (thus software). During download review using the adapt tool, pump error 63 (variable =3, file=37 line=367) alarm was recorded twice confirmed on 02/14/2024 starting at 14:01:45 to 15:40:27. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the ambient light test failure. Problem isolated to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and scratched case. In conclusion, customer concern for pump error 63 was confirmed in the download history. Pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. No alarms or critical pump errors noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.